Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the bulb during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician tried to extend the needle and he could not get it to come out of the sheath. He then tried to use another expect needle and tested it to make sure it worked before inserting into the working channel of the scope. They still could not get the needle to come out of the sheath and then gave up on trying to get a sample. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Note: this report pertains to the first of two devices used during the same procedure.